Event description:
It was reported that patient underwent total knee arthroplasty utilizing a custom cut block on (B)(6) 2014. During the procedure, the custom cut block was not measuring or cutting accurately. A standard cut block was used to complete the procedure successfully. Upon inspection, it was alleged that there was an approximately 3mm difference between the custom cut block and the standard cut block.

Manufacturer narrative:
Product was received in like new condition and met print specifications but the design was incorrect. It was found that the combination of the two components resulted in the femoral distal resection to be in the incorrect location. All four sets were contained and the design was corrected.